Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device as per the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for further device evaluation. It was found that the blockage in the air / water nozzle appeared to be a black rubber-like material. Also found the light cover glass and the optical cover glass adhesive were worn. The distal end cap and adhesive was worn. The up/down/left/right angle did not meet specification. The up/down / left/right angle play failed. Blockage was evident as the air/water channel - volume failed. The water flow did not meet specification. Water removal did not meet specification. The electrical safety test failed. Theautomated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an initial inspection, the technician reported to olympus, foreign debris was found protruding from the air/water nozzle of the evis lucera elite colonovideoscope. There were no reports of patient harm.